Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin at the time of index procedure and did not receive any loading doses of antiplatelet medication. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Post valve deployment, the patient was noted with junctional escape rhythm at 80 bpm. Two days later, the patient developed lbbb. It was further reported that on the same day, post index procedure, the patient developed junctional escape rhythm. One day later, the event was considered resolved.

Manufacturer narrative:
A10: patient ID: (B)(6).

Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. The patient was on prior regimen of aspirin at the time of index procedure and did not receive any loading doses of antiplatelet medication. A lotus introducer was placed and the aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25mm lotus edge valve involved partial re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Post valve deployment, the patient was noted with junctional escape rhythm at 80 bpm. Two days later, the patient developed lbbb.